Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident occured on (B)(6) 2022 in the intensive care department, involved a 59 year-old patient. During the intubation, it was observed that the tube was blocked by secretions despite regular aspirations. During aspirations secretions were found sticking to the walls of the tube. It significantly reduced the diameter of the tubing. This incident led directly to the desaturation of the patient and there was an excessively high peak pressures on the ventilator. The patient was reintubated in urgency."

Event description:
It was reported that: "incident occured on (B)(6) 2022 in the intensive care department, involved a 59 year-old patient. During the intubation, it was observed that the tube was blocked by secretions despite regular aspirations. During aspirations secretions were found sticking to the walls of the tube. It significantly reduced the diameter of the tubing. This incident led directly to the desaturation of the patient and there was an excessively high peak pressures on the ventilator. The patient was reintubated in urgency."

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturing site for evaluation. The manufacturing site reports that a visual inspection was conducted on the returned sample and it was observed that the tube was occluded. A device history record review was performed and no relevant findings were identified. The manufacturing site also reports "during connector assembly, connector will be placed into connector assembly rod. With such huge occluded on connector, this defect can be detected in manufacturing during inserting the connector to the rod." The complaint of occlusion was confirmed; however, the root cause could not be established.